Manufacturer narrative:
Correction - b1 should only have "product problem" selected and b2 should not have anything selected as no additional surgery occurred to address the issue.

Event description:
Additional information indicates that the physician elected to leave the system implanted due to subclavian vein occlusion. Programming changes were made and the patient was stable following.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented via remote transmission, high pacing impedance that resulted in activation of auto polarity switch was observed on the right ventricular channel. Lead replacement was discussed and there were no patient consequences.